Manufacturer narrative:
Continuation of d10: product ID: 37761, product type: recharger. Product ID: 37761. Serial# (B)(6), product type: recharger. Product ID: 37761, serial#: (B)(6), product type: recharger. Product ID: 37751, serial#: (B)(6), product type: recharger. Product ID: 37761, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3. Analysis was performed on [product ID: 37761, serial/lot #: (B)(6)]. Analysis found that the connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a frayed desktop charger (dtc) cord since a couple weeks ago. A replacement was sent out. No symptoms were reported. Patient rep called back, stated they received the 37761-dtc cord but the end of the cord seem to have extra metal hanging and will not plug into the recharger port. Ps explained to look at the port on the recharger (insr) and pull out extra piece before connecting the new dtc and caller is very adamant something is wrong with the new dtc cord. Ps re-opened case and sent email to the repair dept for dtc cord replacement. Pt rep called back stating they received the desktop charger but insr died and not taking a charge since friday. There was nothing on the screen. Pt rep talked to the manufacturer representative (rep) on saturday. Pt rep mentioned ins will be replaced in 3 weeks and pt will get a non-rechargeable ins, therefore, pt is not a good candidate for transitioning to wireless recharger. An email was sent to repair to replace the 37751 recharger.